Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/17/2025 the user reported experiencing hypoglycemia during the night with a blood glucose (bg) value of 53 mg/dl. The user treated the event independently and did not require outside assistance or medical intervention. The event resolved the same night and the user reported feeling better without further incident. No long-term effects were reported.